Event description:
The patient reported they were swimming in the pool and noticed their blood glucose levels rise to 280 mg/dl. Patient inspected the pod and saw the adhesive was removed near the cannula. The pod was worn for 7 hours and a new pod was applied. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.